Event description:
The pt experienced withdrawal for about one week before going to the ER. While in the ER, the pt was put on a dilaudid pca pump and appeared to be stabilizing. The pt was admitted to the hosp and was diagnosed with narcotic withdrawal. His symptoms including increased pain, chills and shaking. The pump was due to be filled at the end of the mo. The catheter was revised in 2008, (catheter problem no specified). The hcp reported the pt outcome as "no injury". The device sys was used to deliver morphine and bupivacaine. Please see MFR report# 2182207-2008-01225.